Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 rmt system, model and serial numbers unknown, lasso 2512 eco catheter, model and lot numbers unknown, octapolar catheter, model and lot numbers unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a navistar rmt thermocool catheter and suffered a cardiac tamponade requiring pericardiocentesis. At the end of the procedure, after removing all of the catheters from the patient, the tamponade was found. A pericardiocentesis was performed, and the patient was able to recover fully. A transseptal puncture was performed during this procedure, but the hospital declined to provide any further information regarding either the patient or procedure.